Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient experienced a touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011. Treatment included vancomycin (start date, dose, frequency and route not reported). On (B)(6) 2011, the patient was recovering from the peritonitis and was discharged from the hospital. The nurse stated that the patient was retrained on the touch contamination. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis with (B)(6) was unrelated to dianeal therapy. An opinion of causality was not provided for the touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g28029 and h11g11132. No exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient had a touch contamination; however, the assignable cause code could not be determined, since we are unsure why the patient had a touch contamination which was the cause of the breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.